Event description:
Physio-control evaluated the device and found that it would intermittently power on/off by itself. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed keypad assembly at the failure analysis center and verified the reported failure. The keypad assembly power button was worn and intermittent.